Manufacturer narrative:
A visual and a tactile inspection was carried out on the device: traces of blood were detected on the device and the balloon was unfolded. Negative pressure was applied to the system by a manometric syringe: the test failed as a stream of bubbles was detected in the water coloumn. An attempt to inflate the balloon was made, but it failed because a pinhole was detected in the distal part of the balloon (at the cone near the tip). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an admiral xtreme balloon to treat a lesion located in the iliac artery. Venous access was used and there was no calcification noted. A non-mdt guidewire and sheath were used. The balloon was inflated using saline and a non-mdt inflation device. On the second balloon inflation it was reported that the balloon burst. It was reported that the patient experienced pain when the balloon burst. The balloon did not fragment. The balloon used was expired at time of use. Another admiral balloon was used to complete the procedure without further complication. No patient injury was reported.